Manufacturer narrative:
Concomitant medical products: 419688 lead, 5076-52 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) post bi-ventricular (bi-v) pacing. The lead remains in use. No patient complications have been reported as a result of this event.